Manufacturer narrative:
(B)(4). For 12 of the events the investigation did not identify a product problem. The cause of the event could not be determined. For 5 of the events, the issue was resolved by the service actions. For 1 of the events, the investigation determined the issue identified by the field service engineer (fse) was the root cause of the event. The follow up/corrective actions for 1 of the events were the field service representative could not find a cause. He checked the pressure sensor and performed a probe alignment. He ran diagnostic checks which were all within specification. The follow up/corrective actions for 1 of the events were the field service representative changed the, rinse tube assembly, pump head, and the halogen lamp. The follow up/corrective actions for 1 of the events were the customer recalibrated and ran qc. The follow up/corrective actions for 1 of the events were the field service representative found a broken tube in the rinse unit area and replaced it. The follow up/corrective actions for 1 of the events were the field engineering specialist determined there was a fluidics issue. He cleaned the reagent gripper spring. He checked the reagent load and unload function. He adjusted the gear pump pressure and rinse mechanism volumes. He flushed the reagent and sample probe with bleach. He ran precision testing. The follow up/corrective actions for 1 of the events were the field engineering specialist found that the photometer readings were decreasing instead of increasing. He replaced the heat cut filter and photometer lamp. He checked and adjusted the gear pump pressure. He checked all wash volumes and performed a cell blank measurement. The customer performed precision, calibration, and qc testing all with acceptable results. The follow up/corrective actions for 2 of the events were asked for but not provided. The follow up/corrective actions for 1 of the events were the field service representative found an issue with a solenoid valve and replaced it. The performance of the instrument was verified. The follow up/corrective actions for 1 of the events were the field service representative found there was a damaged and clogged reagent probe. He replaced the probe, heatcut filter, and lamp, and checked the gear pump pressure and rinse levels. He ran precision testing. The follow up/corrective actions for 1 of the events were the field service representative checked all probe and rinse adjustments. He confirmed the module running within specification. The follow up/corrective actions for 1 of the events were the field engineering specialist performed multiple hardware maintenance activities including exchange of the sample probe, the gear pump, and the reaction cuvettes. The follow up/corrective actions for 1 of the events were the analyzer alarm history was reviewed and an abnormal probe sucking alarm had occurred on the day of the event. Abnormal probe sucking alarms are consistent with a preanalytical issue. The follow up/corrective actions for 1 of the events were a field engineering specialist checked the gear pump pressure and the cell rinse levels. He performed precision testing with acceptable results. The follow up/corrective actions for 1 of the events were the field service representative performed a hardware check. The follow up/corrective actions for 1 of the events were he fse visited the customer site and found an issue with the sample probe spring. The sample probe spring was adjusted. The analyzer was operating per specification. The customer ran calibration and qc with acceptable results. The follow up/corrective actions for 1 of the events were leakage was found on the washing-rinsing unit and the tubing was changed. No further issues were reported. The follow up/corrective actions for 1 of the events were the field engineering specialist verified proper internal and external rinsing of all probes. He verified proper rinsing of the reaction cells. He performed a check test with acceptable results. The customer has reported no further issues. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>18</noe> malfunction events. Erroneous high results were generated by a cobas 6000 c (501) module. The events involved a total of 22 patients with the following: 5 a1c-3 tina-quant hemoglobin a1c gen.3, 5 crep2 creatinine plus ver.2, 2 etoh2 ethanol gen.2, 1 ldhi2 lactate dehydrogenase acc. To ifcc ver.2, 2 nh3l ammonia, 2 ca2 calcium gen.2 results, 1 phos2 phosphate (inorganic) ver.2, 1 trigl triglycerides, 1 albt2 tina-quant albumin gen.2, 1 ggt-2 gamma-glutamyltransferase ver.2 standardized against ifcc / szasz and alp2 alkaline phosphatase, 1 hdlc3 hdl-cholesterol plus 4rd generation. The provided patients' ages ranged from (B)(6) to (B)(6). The other patients' ages were requested but were not provided. One patient's weight was provided as (B)(6). The other patients' weights were requested but were not provided. There were 6 males and 1 female. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.